Event description:
Customer reported a malfunction with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur, allowing the customer to continue using the pump. Customer was advised to reach out again if the issue happens again.